Event description:
It was reported that the user received an occlusion alert on an ilet system while blood glucose was 185 mg/dl, with no reported symptoms, and no visible leaks, kinks, or bubbles were observed. Investigation included remote troubleshooting and user education provided by customer care. Investigation of this case revealed an insulin delivery occlusion that persisted until the infusion set and related supplies were changed, consistent with an infusion set or consumable-related blockage. No clinical symptoms reported. Outcomes included restoration of insulin delivery after a complete supply change, including infusion set replacement with contact detach. It was concluded, based on previously established findings for similar reports, that the cause was a transient occlusion related to disposable components, resolved by replacement.